Event description:
Customer service and support (css) was contacted with regard to a wbc result that was generated on one patient that was thought to be too high. The cell-dyn 3500 sl analyzer generated a wbc=(around 400k/ul) result. The sample was then diluted 1:2 obtaining a wbc= 414k/ul (207 x 2) result that was reported. A medical doctor questioned the result. A manual count yielded a wbc = 238 k/ul. They checked the wic which was 235 k/ul. The sample was repeated using their back-up instrument 9cd 1700) obtaining a wbc = 206 k/ul result. The patient was receiving chemotherapy. The medication was maintained at the same level or increased due to the reported initial high wbc count. The account states that because the verified wbc was lower, the level of medication should have been reduced. No further impact ot patient management was reported.